Event description:
The hcp reported the pump was explanted after an implant duration of 12 mos for battery depletion. It was replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.